Event description:
The foreign facility reported that on the event date, a male pt was receiving hemodialysis using a exeltra 210 dialyzer and baxter dialysate experienced back pain, shortness of breath, peripheral tingling in fingers and feet, and muscle tremors approx 15 minutes after the start of the hemodialysis session. Therapy was discontinued and the symptoms subsided 30 minutes later. The medical staff at hosp was contacted as the pt had been to the hosp one day prior, for a transplant (unk) workup. The pt was transferred to the hosp via ambulance and was stable at the time of the transfer. The pt is from another contry and was visiting. The baxter dialysate was withdrawn from therapy. The event was considered medically significant (ms) and possibly related to the event. The pt outcome indicates he has recovered and the symptoms abated. The pt had started vancomycin 500mg in 2008, for a methicillin resistant staphylococcus aureus (mrsa) infection diagnosed from a nasal swab (date unk).

Manufacturer narrative:
The sample was discarded and it is unk if companion samples are available for eval.